Event description:
Olympus was informed that the patient had previously undergone a successful oophorectomy procedure (ovary removal surgery). There was no patient injury reported following the procedure. No further information was provided. Olympus followed up with the user facility and was informed that the reported incident occurred almost two years ago. It was reported that the patient experienced abdominal pains and nausea and initially assumed it was something they ate. The patient went to see the doctor and tests subsequently showed that there was damage to the ureter. Six weeks post procedure, a thermal injury showed up on the patient's ureter. The patient underwent an ureteroneocystostomy (unc) for re-implantation of the ureter into the bladder. The surgeon removed the damaged section of the urethra and reattached the undamaged section to the bladder. The patient reportedly had a prolonged hospitalization.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.